Manufacturer narrative:
Siemens has conducted an evaluation of the system and due to the extensive damage, the system can not be repaired. The magnet was ramped down by the siemens service engineer and the MDR suite has been locked and secured. The entire unit will be removed.

Event description:
A patient with an electric wheel chair was placed outside of the mr room while the tech went to get a non ferrous wheelchair. The patient motored into the mr room and the wheelchair began to be pulled towards the magnet. The tech immediately ran into the room and lifted the patient from the wheelchair. As the patient was being lifted from the wheelchair, the wheelchair was pulled into the bore of the mr system causing extensive damage to the mr table and the mr system. A siemens service engineer was immediately dispatched to the site and quickly placed the unit in a safe mode. There was no injury to the patient.